Event description:
Revision surgery- the surgeon performed a polyethylene swap, due to instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable knee after 3.3 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 24th complaint for this part number: seven for stability/poor joint, four due to infection, two due to wear, two broken devices, two due to trauma, one for pain, one revision, one for stiffness, one impingement, one alignment, and one patella not re-surfaced. This is the first complaint for this lot number. The root cause for the unstable knee was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity.